Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2010" the plaintiff was implanted with an ams elevate to treat pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff "experienced and continues to experience severe complications from the defective mesh requiring additional medical care and treatment" and "two additional surgeries." The plaintiff's attorney also alleged that the plaintiff has "suffered serious bodily injury, mental and physical pain and suffering," and has had other losses.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.